Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 44.0, 46.0 and 164.0 cm from the proximal end. The embolization coil was detached from its pusher assembly and had offset coil winds in multiple locations. Conclusions: evaluation of the returned device revealed that the smart coils embolization coil had offset coil winds in multiple locations. This type of damage likely occurred due to manipulation against resistance. Further evaluation of the returned device revealed that the embolization coil was detached from its pusher assembly. If the smart coil is forcefully retracted while the embolization coil is pinned, the polymer section of the pusher assembly may elongate, causing the ddt to advance beyond the reach of the pull wire, and subsequently causing the embolization coil to unintentionally detach. The non-penumbra microcatheter referred to in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right traverse sinus to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). It was noted that the patient's anatomy was slightly tortuous and there was slight stenosis. During the procedure, the physician placed seven non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. While attempting to place a new smart coil in the target vessel, the physician noticed that the smart coil did not pack well and decided to remove it; however, while attempting to retract the smart coil, resistance was encountered and subsequently, the smart coil unintentionally detached. Therefore, the physician removed the microcatheter containing the detached coil and removed the coil. The microcatheter was then reinserted into the patient¿s body and the procedure was completed using the same microcatheter and other coils. There was no report of an adverse effect to the patient.